Event description:
It was reported that a patient's generator was depleting faster than expected. The generator had reached the intensified follow-up indicator battery status after being implanted for approximately 1.5 years. The physician and patient's family believed that the settings were too moderate and the magnet swipes too low to have contributed to an expected shorter lifetime of the device. The patient underwent generator replacement surgery. The explanted generator was returned to the manufacturer for analysis, but analysis has not been approved for the generator to date. Programming history was reviewed for the patient's device. The data was only available from the date of explant. The 11.858% of the battery capacity had been consumed as of that date. The battery voltage was 2.685 v. Indicating an intensified follow-up indicator. The percent battery capacity remaining based on the battery voltage calculation was 9.16%. The comparison of the percent battery consumption to the percent battery remaining indicated that the battery was depleting faster than normal. The device history records were reviewed and confirmed that the device was manufactured using a process that may have contributed to the premature battery depletion. The device met all specifications for release prior to distribution. No additional relevant information has been received to date.

Event description:
Analysis was approved for the generator. When received, the data was downloaded from the pulse generator and reviewed. The data revealed that only 12% of the battery had been consumed. No visual anomalies were observed on the generator exterior. The generator was opened, and a visual assessment of the internal circuitry showed contaminants on the trimmed edge of the circuit board. No other visual anomalies were identified. The internal circuitry was tested failed several electrical tests. The contaminants were removed from the circuit board, and the circuit board passed the electrical tests. The generator was interrogated, and system diagnostic tests were performed and returned results within the normal limits. The battery was at near end of service, and the final measured battery voltage was 2.47 v with the generator case removed. Based on the electrical testing results, the contaminants on the edge of the circuit board led to the supply current drain. The increased current consumption for both standby and pulsing modes of operation caused premature depletion of the battery. No additional relevant information has been received to date.